Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A manufacturer representative (rep) reported the patient had multiple falls/had fallen multiple times, resulting in implant migration/the device migrated. Good efficacy was noted but the patient reported it was uncomfortable so the health care physician (hcp) revised the pocket/there was a pocket revision. It was noted the issue was resolved at the time of the report. There were no further complications reported.